Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive/abnormal bleeding") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Company causality comment - incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive/abnormal bleeding") in an adult female patient who had essure (batch no. 748471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included lymph node pain, post coital bleeding, vaginal bleeding, uterine fibroid and menses irregular. Concomitant products included nuvaring. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and dysmenorrhoea was resolving and the genital haemorrhage and vulvovaginal pain outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 29-mar-2011: there is no opacification of the fallopian tubes quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive/abnormal bleeding") in a female patient who had essure (batch no. 748471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included lymph node pain, post coital bleeding, vaginal bleeding, uterine fibroid and menses irregular. Concomitant products included nuvaring. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and dysmenorrhoea was resolving and the genital haemorrhage and vulvovaginal pain outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: there is no opacification of the fallopian tubes . Most recent follow-up information incorporated above includes: on 31-jul-2018: plaintiff fact sheet received. Event dysmenorrhea & vaginal pain was added. Lot number & lab data updated. Historical & concomitant conditions drugs were added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.